Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex g - additional code) investigation ¿ evaluation a representative of st. Vincent's hospital lismore informed cook on 18jul2023 of an incident involving a ncircle tipless stone extractor (rpn: ntse-015115) from lot # 14360547. It was reported that, during a laparoscopic cholecystectomy procedure on (B)(6) 2023 when the surgeon was extracting the stones from the bile duct and retracting the wire through the scope, the wire broke, leaving about a 30cm length of the wire and basket in the scope. The rest of the wire was retrieved, and the 30cm length of wire was flushed out by the cssd technician in the cssd department. There was not a need for any additional procedures because of this occurrence, and no adverse events were reported for the patient because of this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. The product was returned with the label only. The basket sheath was separated, and there appears to be charring at the separated location. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for the device lot records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the most likely cause of this event is related to an inadvertent exposure to an electrified source. The returned device was found to be nonfunctional due to damage. The basket sheath and basket assembly were both separated in the same location, approximately 13 cm from the handle. The broken end had a charred appearance, indicating the device was exposed to an electrified source at that location. The IFU supplied with the device contains a precaution that the device is conductive and to avoid contact with any electrified instrument. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, when the 'ncircle tipless stone extractor' was being inserted for use, the basket sheath "snapped". During the laparoscopic cholecystectomy and bile duct exploration, the stone extractor was tested for opening and closing prior to the extractor being inserted down the scope. The surgeon was extracting the stones from the bile duct and retracting the wire through the scope when the wire broke, leaving about a 30cm length of the wire and basket in the scope. The rest of the wire was retrieved and the 30cm length of wire was flushed out. There was no part of the device left in the patient. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence. Additional information has been requested but is unavailable at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: additional phone: (B)(6). E1: postal code: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.